Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 3.18 g/l (318 mg/dl) while wearing the pod on the hip/buttocks between 24 and 36 hours. It was also reported an occlusion after wearing the pod. At the hospital, the patient was administered a manual insulin injection utilizing a humalog pen.